Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
Product event summary: analysis on the product was performed. The monitor passed the full debug mode test, which was verified. The final analysis conclusion revealed no defect was found.

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by a nurse that the patient passed out when trying to send a remote monitor transmission. The patient has an implantable pulse generator. Technical assistance advised the nurse that the monitor the patient uses does not have a magnet. Follow up did not yield additional information regarding the event. No further patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.